Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event was not confirmed as the drill, oblique s2 ø4,2x250 mm was not returned to stryker (B)(4); according to additional information received: ¿no product available¿. Thus, a physical examination of the device was not possible. Due to the unknown lot code review of the inspection records of the reported product is not possible. Based on the information given the root cause of the reported event cannot be determined. No non-conformity was identified. Device not returned.

Event description:
It is reported by the surgeon, that the drill is broke during a the medical procedure.

Event description:
It is reported by the surgeon, that the drill is broke during a the medical procedure.